Event description:
It was reported that the patient experienced difficulty removing the needle guard on multiple Inset 6 mm 23 in infusion sets, resulting in the needle separating from several sets and wastage of three sets, with the device component implicated as the cannula and the issue categorized as an improper or incorrect procedure or method. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the cannula, consistent with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.